Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen display was yellow and displayed lines throughout the screen. There was no impact to customer's blood glucose level. Reportedly, the customer had been disconnected from the pump for the day and using back up insulin therapy.